Manufacturer narrative:
(B)(4). It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a kommerell diverticulum using gore® tag® conformable thoracic stent grafts with active control system. After two gore® tag® devices were implanted, final angiography reportedly revealed blood flow to the right common carotid artery was almost lost. A stent was implanted in the right common carotid artery, and blood flow was secured. The patient tolerated the procedure. The physician stated that the bifurcation of the right common carotid artery could not be visually confirmed, and the proximal strut of the gore® tag® device may have partially covered the right common carotid artery.